Event description:
Defective thermometers. This was straight out of the box in our supply room. The lot number (1511syo7a). Staff said they went through 12 different thermometers all of which produced a very high reading at first (108-112 degree f) and then read error.